Event description:
Had a lumpectomy (B)(6) 2022 and didn't know I had a biozorb implant. I had breast issues from the week after surgery and started on prescription soon after. I had to send pictures of my breast to my surgeon. My breast after surgery was quite hot to the touch the next week. They did kind of a scan like ultrasound and saw quite a bit of fluid on my breast. They marked my breast that was showing areas of concern to see how the prescription was helping. Many times, in my visits to my surgeon and oncologist I mentioned my concern and they kept saying it was scarring tissue and also due to radiation I had. In (B)(6) 2023 I felt a lump in the same right breast and went to my oncologist and saw a "pa". She felt the lump I was feeling as she did kind of a manual exam using her hands to measure what she could feel. She said out loud as she was measuring about 2.5 but I did not hear the other measurement of what she was feeling. She referred me to (B)(6) on (B)(6) 2023 for a mammogram and ultrasound. It was then that I found out I had the biozorb implant on (B)(6) 2023. The scary part of the exam, the tech was doing measurements on the machine said she needed to get the radiologist. When the tech and the radiologist came back into the exam room, the radiologist asked if I had heard of a certain device implant which she suggested what she thought it may be, which I said no! She did an exam and added in her report that the biozorb device within the lumpectomy bed 1230 right breast corresponds to the palpable area of concern. I went back to my primary doctor, and he wanted to send me to a 2nd opinion. He shared his concern that I really did need to follow up on this! I said I was going to see my surgeon and would talk to her again about my concerns. After going back to my surgeon, she said the same thing that it was scar tissue and radiation breast tissue. My primary then referred me to a plastic surgeon since he felt it had grown quite a bit from when he felt it before and that I may need to have surgery to take out the biozorb or worse and have to have reconstruction surgery with all the issues I still have every day. I am reminded of what I call my "speed bump" every morning when I take a shower. Sometimes my lymph nodes are swollen too! With certain shirts I wear you can see the lump in my shirt. My right breast is quite larger than my other breast. There are times in my right breast tissue that it hurts even just to touch my breast. I have issues with my seat belt in the car, carrying a purse over my shoulder, sleeping at night, and cannot carry to many things that may be heavy. If I lean on my breast I have to stop and change how I am standing and if carrying something I cannot put the box down quick enough to stop the pain. If I do too much during the day, I have breast pain the rest of the day and night. I was referred to a plastic surgeon in (B)(6) 2024, and she was able to get an MRI of the breast (which at first when my primary tried to refer me, I got denied) by my insurance. In the MRI my plastic surgeon said that there was minimal scar tissue from the report, but it has grown. She said it was now 3.8 x 2.7, which explains the on-going pain that has increased all the time. She said basically you have the size of an egg in your breast. I asked her what can be done. She said from the report and films that there is "a wall" that will not allow the device to dissolve on its own. She said besides leaving it as is and dealing with all the issues I do everyday, she would have to go in and remove the device and most likely need to do reconstruction surgery and take tissue from abdomen to reconstruct the breast. She said either way it is a health issue that I will have to live with and deal with in surgery! I know it is not an easy surgery taking abdomen tissue and that I may need to wear a body suit during my recovery. Then the unknown how I will be if she does the reconstruction surgery!!!